Manufacturer narrative:
One device was returned for repair. It was reported that the device had a locked cassette and occlusion problem. Service history review identified there was an indication that the complaint may be related to a service of the device within the review period. Physical condition of device showed a bubbled downstream occlusion (dso) seal. Error log review found high numbers of "high alarm displayed: downstream occlusion" reports, which suggest a dso sensor problem. Functional test was performed and found that the dso sensor alarmed occlusion around 7 psi, which is below limit. The sensor was calibrated at the time of investigation and later functioned normally and alarmed around 18 psi, which is within limits. The primary problem of occlusion issue was replicated. Cassette lock problem was not replicated.

Event description:
It was reported that device had a locked cassette and occlusion problem. There was unknown patient involvement.